Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that there was no leadless ipg issue and it was related to the monitor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a leadless pacemaker was not starting to send transmission, as the remote monitor screen prompted to place the reader on the patient¿s chest but the reader was not detecting or connecting. The progress bar did not start or fill in, indicating a telemetry failure. It was suggested that the device may need to be interrogated in the clinic due to a potential device communication issue. Troubleshooting steps included adjusting the reader position, relocating the monitor, power cycling the monitor, and placing a washcloth between the reader and the patient¿s chest; these steps did not resolve the issue. It was confirmed that there were no electronics around, and an attempt to send treatment was unsuccessful. The patient and contact were advised to work with the clinic for a device check. No patient complications have been reported as a result of this event. The leadless implantable pulse generator (ipg) remains in use.